Event description:
One of three implants (dental) placed in area 13-15 on 6/92. At the time of removal dr. Listed bone loss of 3 centimeters sq. Bone grafting material used to re-pack area, and pt treated with antibiotics. Pt in good health, non-smoker and maintains good oral hygiene. New implants will be placed at a later date. Dr. Said implants had been placed too close together. Co measured between the crowns on the bridge that was attached to the implants, and noted no less than 2-1/2 mm between implants. Unable to verify bone loss, dr would not release x-rays. A visual exam of implants revealed ha coating break-down.